Manufacturer narrative:
Update to blocks b1, b2, b5 and d1-d4.

Event description:
It was reported that a clinical study patient underwent an implant procedure, but the device was unable to be implanted and the procedure was aborted. No further information is known at this time. Additional information was received on 05dec2022, indicating that the physician was unable to insert the lead during the procedure. There was no device deficiency noted.

Event description:
It was reported that a clinical study patient underwent an implant procedure, but the device was unable to be implanted and the procedure was aborted. No further information is known at this time.